Event description:
It was reported that veterinary hemostatic bone putty was used in a ventral slot. The product did not stick and was not putty enough. There seemed to be an issue with spreading the putty and having it stay in place. The surgeon also had issue with it stopping the bleeding. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. A review of the device history records was performed and showed that there were two non-conformances for this lot. Since product was not returned for investigation, it cannot be determined if the non-conformances are relevant to the complaint condition. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).